Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cs100 intra-aortic balloon pump (iabp) unit experienced an automatic inflation malfunction alarm. There was patient involvement but no harm reported.